Event description:
The suture was used during an unspecified procedure. Reportedly, the needle broke. The disengaged piece was successfully removed from the pt. The hospital has reported that no pt injury occurred.